Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device required service. It is unk if the device was used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.